Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system got stuck and could not pass through an existing stent. When the catheter was removed from the body, it was detected that the edge of the stent was deformed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the balloon has been inflated and was deflated in the as-returned state. Microscopic inspection of the balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned unprotected and has been fully dilated. The stent is further deformed at both ends and in its center. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.